Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated the main board and the battery board were replaced to resolve the malfunction. The customer declined repair of the device. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.